Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer reported low reading of 80 mg/dl last week and 55 mg/dl the day before yesterday. The customer treated with soda, candy bar, jelly beans and glucose tablets. The customer declined to troubleshoot for the pump. The product was not returned for analysis.